Event description:
It was reported that bd angiocath needle pierces the catheter. The following information was provided by the initial reporter: intravenous catheter 22g is transfixing when inserted, the needle transfixes the silicone, it is necessary to take new access, with new abocath.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. All demographic information on the regulatory document states "confidential".

Manufacturer narrative:
A device history record review was completed for provided material number: 38833514 and lot number: 4144805. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither physical samples nor picture samples were available for return, a thorough sample analysis could not be completed. If the catheter was already damaged before puncture, the product would not have been used. It is most likely that this defect resulted from the handling of the product during use. Based on the investigation results, an exact cause could not be determined for the reported event. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.